Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:one x-port isp m.r.I. Plastic port with 8 fr s/l groshong catheter was returned for evaluation. Functional, visual, microscopic, and tactual evaluations were performed. The investigation is unconfirmed for a break in the catheter, as no leaking could be found in the device even when the device was under pressure and the proximal portion of the catheter, near the stem, was manipulated and no fracture was noted during evaluation.the complaint was unconfirmed, and therefore definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. For example, a fibrin sheath surrounding the catheter may redirect the flow of infusate, resulting in the appearance of a catheter fracture. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported an unknown amount of time post port placement, a catheter fracture was allegedly identified via x-ray. It was further reported that the port was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported an unknown amount of time post port placement, a catheter fracture was allegedly identified via x-ray. It was further reported that the port was removed. There was no reported patient injury.